Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a display anomaly. Customer's blood glucose reading was 13 mmol/l. Customer performed troubleshooting but the display remained blank. Customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. However, the insulin pump passed self- test, unexpected restart error test, rewind test, basic occlusion test and displacement test. The motor passed motor test. The insulin pump powered up properly after battery installation and no blank display or display anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during our testing. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.